Event description:
The customer received a blood glucose reading of 318 mg/dl on the contour next ez meter, re-tested on the contour meter and the readings was 121 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return to the test strips for evaluation. Replacement test strips were sent to the customer.